Manufacturer narrative:
Initial reporter phone (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd perfusion¿ syringe leaked past the stopper. Customer states that fluid collects below the plunger and runs out. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Medical device manufacturer have been corrected to san agustin from: fraga. This MDR supplemental has been created to capture this information.

Manufacturer narrative:
Investigation results: one used sample and one sealed sample were received for investigation by the quality team. Upon visual inspection of the used sample received, leakage between stopper ribs can be verified. No damage or molding defect can be observed in it and the stopper is correctly assembled to the plunger. Upon visual inspection of the unused sample received, no damage or molding defect can be observed and the stopper is correctly assembled to the plunger. Leak testing was not performed with the used sample received since syringes are single use and results for this functional characteristic could not be reliable. Leak testing was carried out with the unused sample received according to procedure and it met specifications. Both samples were disassembled with no damage in the plunger rod or any of the components that could have caused leakage. A device history record review found no non-conformances associated with this issue during production of this batch. During the assembly process, mechanical leak testing is done to every syringe. If any fail, it is rejected automatically to scrap. Final products in this manufacturing line, for this reference number and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes. Based upon the quality team's investigation, the root cause for this incident cannot be determined. Based on severity and occurrence no formal CAPA is required according to internal procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. .